Event description:
Additional clarification received confirming that re-intervention has not been completed for the patient, but possible treatment is being discussed by the physician.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported aneurysm sac growth of 5mm, but the reported stent fracture is unconfirmed. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with strata.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft and an afx suprarenal aortic extension were implanted to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post op, the routine follow-up CT identified aaa sac growth (3cm) and a possible stent fracture. The patient condition was stable. Re-intervention was completed with implant of an afx vela infrarenal.